Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.